Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate final report.

Event description:
It was reported that the operator found that the mechanical ventilation of this device was faulty during use, the operator reported for repair immediately. There was no patient injury reported.

Manufacturer narrative:
It was reported that the operator found that the mechanical ventilation of this device was faulty during use, the operator reported for repair immediately. There was no patient injury reported. It was reported that the engineer was outsourced from a third party by the customer, and no draeger fse was involved. The engineer reassembled the hoses, cleaned the bellow, and conducted a leakage test. And the device passed the test and recover to normal and everything was ok then. In case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. Based on currently available information, the manufacturer concludes: this device was manufactured in jul. 2021, and has been used for more than 12 years. The phenomenon of the fabius device was occurred may due to the long-term lack of proper maintenance by the customer. It is recommended that the customer (hospital) contact draeger for periodic maintenance in the future to ensure the availability and safety of the fabius plus equipment.

Event description:
It was reported that the operator found that the mechanical ventilation of this device was faulty during use, the operator reported for repair immediately. There was no patient injury reported.